Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Hcp reported a right side tissue expander magnet was "free-floating within implant." Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening curved on anterior and device appearance (observed the needle guard dislodged) leak test and microscopic analysis was performed which identified: striated opening on anterior and device appearance. Reason for reoperation reported as "tissue expander magnet was "free-floating within implant".

Event description:
Hcp reported a right side tissue expander magnet was "free-floating within implant." Device was explanted.